Event description:
Pt became unresponsive and had seizure-like movements following replacement of flolan syringe on pump. Pt was to receive 2.3 cc/hr., and it appears that the entire syringe (25cc) infused in approx. 15 min. Ativan and supplemental oxygen were administered. The pt stabilized and had no further problems.